Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported a broken cable on the fenestrated bipolar forceps. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint broken cable is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.